Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the core sumex drill would go on and off during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Event description:
It was reported that the core sumex drill would go on and off during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
During failure, the reported event of unintended activation was confirmed during service evaluation. The cause of the issue was determined to be a third party cable that was installed on the device.